Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was 500 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was assisted with troubleshooting and the display did not return. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.